Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70 cm. Model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was hospitalized due to sudden shock from the scs system. It was noted that the ipg depleted completely after the incident. No further information could be obtained.